Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the cartridge cap rubber cover was not attached to the top. The cartridge cap was able to tighten fully to the pump. Unrelated to the issue, the audio bolus button cover was detached/missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the cartridge cap was damaged. This report is made based on results of investigation completed on (B)(6) 2017.